Event description:
The following article was received based on a literature review: article: refractive, visual, and safety outcomes of three surgical techniques for aphakia correction. A multisurgeon retrospective case series was done to compare refractive, visual, and safety outcomes of 3 methods for surgical correction of aphakia: anterior chamber intraocular lens (ac iol), intrascleral haptic fixation intraocular lens (ishf-iol), and gore-tex suture fixation of modified eyelet toric intraocular lens (gsf-met iol). A total of 357 eyes underwent aphakia correction surgery which included ac iol implantation in 52 eyes, gsf-met iol implantation in 62 eyes, and ishf-iol implantation in 243 eyes. Within the ishf-iol group, CT lucia 602 was implanted in 154 eyes and sensar ar40 (johnson & johnson vision) was implanted in 89 eyes. Both studied iol models used for scleral fixation surgery were reported as off-label use. Postoperative complications associated with the sensar ar40 included cystoid macular edema (8 eyes) and return to the operating room (2 eyes) due to iol-related issues, including dislocation, optic-haptic dislodgement, and/or iol tilting. No further interventions were reported. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: age on date of surgery (y): mean (sd): 66.36 (16.04). Section a3a: sex, n (%): female: 36 (40.45), male: 53 (59.55). Section a4 & a5: unknown, information was requested but not provided. Section a6: race, n (%): asian: 1 (1.12), black: 6 (6.74, hispanic: 1 (1.12), native american: 4 (4.49), other/unknown: 19 (21.35), white: 58 (65.17). Section b3: date of event: exact dates not provided; article acceptance date is june 6, 2025. Section d4: model number: unknown, as the serial number was not provided. The best estimate is that the lens was a ar40 model. Section d4: catalog number: unknown, as the serial number was not provided. The best estimate is that it was a ar40 lens. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Citation: redden ld, hoang d, rangu n, murphy da, ding k, wendelstein j, riaz km. Refractive, visual, and safety outcomes of three surgical techniques for aphakia correction. J cataract refract surg. 2025 nov 1;51(11):995-1003. Doi: 10.1097/j.jcrs.0000000000001723. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.